Event description:
The user facility reported that a 61-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The clinical team reported that the device was inadvertently pulled out of the left ventricle during support. Subsequent multiple attempts were made to re-insert the device into the left ventricle; however, the clinicians were unable to successfully cross the aortic valve and reaccess the ventricle. The decision was then made to explant the pump and replace it with another device. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. After reviewing the clinical information, it was determined that the cause of the positioning issue was user attempted wireless re-access. The impella device is not indicated for wireless re-access per IFU 0550-9002. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.